Event description:
Patient came to the cath lab for the surgeon to attempt access to an occluded arteriovenous (av) fistula. During the procedure the surgeon was unable to remove the 0.018 guide wire from the occluded graft site. The guide wire broke off, and the patient was taken to the or to have the guide wire tip removed and a thrombectomy.